Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was not functioning as expected. There was no report of patient injury.